Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused grade 3 perforation of the 6 o¿clock strut to abut the right superior endplate of l3. Multiple grade 1 and 2 perforations, the greatest 0.37 at 8¿oclock. There is also 11.92 degrees of sagittal tilt; the apex of the filter touches the anterior inferior vena cava (ivc) wall, and the inferior tip touches the posterior ivc wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to grade 3 perforation of the 6 o¿clock strut to abut the right superior endplate of l3. Multiple grade 1 and 2 perforations, the greatest 0.37 at 8¿oclock. There is also 11.92 degrees of sagittal tilt; the apex of the filter touches the anterior inferior vena cava (ivc) wall, and the inferior tip touches the posterior ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b2, b3, b4, b5, b7, d6a, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused grade 3 perforation of the 6 o¿clock strut to abut the right superior endplate of l3. Multiple grade 1 and 2 perforations, the greatest 0.37 at 8¿oclock. There is also 11.92 degrees of sagittal tilt; the apex of the filter touches the anterior inferior vena cava (ivc) wall, and the inferior tip touches the posterior ivc wall. The patient reported becoming aware of ivc perforation, organ perforation and filter tilt, approximately seventeen years post implant. There is one strut extending into the region of the duodenum outside the lumen. According to the medical records the patient had a history of super morbid obesity with venous insufficiency, varicose veins and planned gastric bypass with high risk for deep venous thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the right femoral vein and was deployed below the lower edge of the left renal vein junction. The patient took several deep breaths in valsalva maneuver and there was no movement of the filter. The product was not returned for analysis. The lot number provided was not a valid lot number for this device. The device history record review could not be completed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a: the patient is male.

Event description:
Additional information received per the medical records indicate that the patient has a history of super morbid obesity with venous insufficiency, varicose veins and planned gastric bypass with high risk for deep venous thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the patient's right femoral vein. The filter was deployed below the lower edge of the left renal vein junction. The patient took several deep breaths in valsalva maneuver and there was no movement of the filter. Additional information received per the patient profile form (ppf) states that the patient experienced ivc perforation, organ perforation and filter tilt. The patient became aware of the reported events approximately seventeen years after the index procedure. The form states that there is one strut extending into the region of the duodenum outside the lumen.